Manufacturer narrative:
October 13, 2015 02:30 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hempro t.w. Power supply was connected and started smoking. A second device is also being tested, however, the issue with the device is unknown at this time. Update 28sept2015 - the hospital ran a test for the two generators and determined that they were in fact working within the voltage parameters. The hospital used a cable and sample device to confirm that the generators were sending current and cutting as designed. The hospital decided that the issue was not generator related but disposable device (vh-3000) related. (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25115378, 25116317 and 25116750 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hempro t.w. Power supply was connected and started smoking. A second device is also being tested, however, the issue with the device is unknown at this time. Update 28sept2015 - the hospital ran a test for the two generators and determined that they were in fact working within the voltage parameters. The hospital used a cable and sample device to confirm that the generators were sending current and cutting as designed. The hospital decided that the issue was not generator related but disposable device ((B)(4)) related. (B)(4)